Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Visual examination of the returned product identified damage to the comb, which prevented calibration testing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported the unit malfunctioned during testing. There was no harm or delay, and no additional information is available regarding the details of the malfunction. Evaluation of the device later found a damaged comb. No adverse events were reported as a result of this malfunction.